Event description:
It was reported that pump displayed malfunction alerts in tandem source and on pump with malfunction code and fault ID, and malfunction recurred even after reset. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, continued to use current pump as backup therapy, and was provided instructions on storage mode, programming settings into replacement pump, and reconnecting continuous glucose monitor, and technical support arranged warranty replacement pump and instructed customer to return problematic pump using prepaid label.